Event description:
It was reported that the 9800 system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The interconnect cable was re-seated during the service call. The system was found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number,